Event description:
Prolonged sound coming from bovie. Bovie button would "stick" and required repeated "strikes" on the button to disengage and active the bovie. Bovie was not placed in its proper tray between uses, but was laid on the pt's chest, thinking that he (surgeon) had disengaged the on button and it caused a burn to the chest requiring treatment. Burn is physician error for not using the bovie tray. However physician thought the push button had deactivated when pressed and not in use. Device returned to surgery to return to rep. Device was being trialed at the time and has since been removed.